Event description:
System explanted due to dislodgement caused by twiddler syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 76 months and 55 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms, noise was observed in the atrial and ventricular channels. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction.